Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the pod had a communication error. As treatment, the patient was able to activate a new pod.

Manufacturer narrative:
The unexposed portion of the soft cannula was found to be torn and leaking, 0.19 inches from the nail head, causing corrosion, insufficient batteries and data loss. It cannot be confirmed if the internally torn soft cannula contributed to the reported event. The cause of the reported event could not be determined.